Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n320418, implanted: (B)(6) 2012, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Supplemental submitted for additional information received and for updates to conclusion coding.

Event description:
It was reported that the patient's previous implantable neurostimulator (ins) would not recharge. It was noted to have been flipped at one point. It was noted that the patient's implant started acting up six months prior to her speaking with someone about it. It was noted that the patient had been sick and couldn't give a good timeline as to when things occurred. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported the patient no longer has concerns with their device or therapy.